Event description:
Additional information received reported that prior to removing the entire system the neurosurgeon stated that the wire in the right side was taking a "hard 90 degree bend". Upon removal of the right wire it was noted that the electrode seemed to have separated from the wire. It was reported that the system was going to be sent in for analysis, but it has not been received at the time of this report. No further information, problems, or concerns were reported.

Event description:
Follow up information received reported that the location of the "hard 90 degree bend" was at the top of the wire, around contact #0 and 1. It was also noted that fluoroscopy was used to visualize the bend prior to the lead removal. In addition, it was also reported that lead had not migrated within or out of the epidural space and was placed in the cervical region for peripheral nerve stimulation. The patient denied any falls, accidents, etc. That were related to this event. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the stimulation "was not working." The reporter stated that contacts 0-5 were showing impedances greater than 10,000. It was reported that only the bottom two contacts, 6 and 7, were operable. The reporter stated that the doctor planned to do a revision and "fix whatever was wrong" with the patient's system. It was noted that there was no injury or adverse event. Two weeks later, it was reported that an explant had occurred on (B)(6) 2012 per patient request. It was unclear what was explanted or if the whole device system was explanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that before the device system was explanted at the patient's request, the patient complained of loss of stimulation. Upon impedance review, the right-sided wire had impedance greater than 10,000 on all electrodes. It was reported that the explant occurred on (B)(6)-2012. It was unclear which day the explant occurred as a different date was previously reported. There was no patient injury, and the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (serial# (B)(4)) revealed the distal end of the electrode was pulled out or off and the outer insulation was twisted. Analysis of the titan anchor (lot# n331053), lead (serial# (B)(4)), and implantable neurostimulator (serial# (B)(4)) revealed no significant anomaly. Analysis of a second titan anchor revealed no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n331053, implanted: (B)(6) 2012. Product type: accessory. (B)(4).